Event description:
It was reported from china that during service and evaluation, it was determined that the motor device had heat, insufficient/low power, and was making excessive noise. It was further determined that the device failed pretest for temperature assessment, noise assessment, and rotational speed assessment. It was noted in the service order that during an unspecified surgical procedure it was observed that the device had low power. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, heat, and was making excessive noise. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).